Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing and low r-wave amplitudes on the right ventricular (rv) channel. As a result, the patient received inappropriate anti-tachycardia pacing (atp). In addition to the oversensing, p-waves were visible on the shock channel. Technical services (ts) suspected the lead had dislodged and recommended performing an x-ray, that would likely result in a lead revision. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported, and this rv lead has not returned for analysis.